Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller tested 5.1 inr and 5.1 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. Caller's coumadin dose was adjusted based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.